Manufacturer narrative:
(B)(4).

Event description:
It was reported that pairing failure occurred on (B)(6) 2023 for g7 wearable. However, g7 wearable with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and pairing failure was found for serial number (B)(6) within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.